Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.